Event description:
It was reported that syringe oral 1ml amber had foreign matter inside the barrel. This was discovered before use. The following information was provided by the initial reporter: post filling contamination was noted inside the barrel of one of the syringes, this has since been identified as human hair.

Manufacturer narrative:
H.6. Investigation summary : two photos were received and evaluated. The photos depicted a magnified part of an amber syringe, reported to be 1ml oral. The stopper was at an unknown non-bottomed out position and there was unidentified clear fluid in the fluid path. A foreign matter fiber was observed to be part in the fluid and part above the fluid level. The fiber had the appearance of a light colored strand of hair. It was larger than level 2 in size and rejectable per product specification. The syringe assembly is located in the clean manufacturing area. All associates entering the area must enter through the gowning room. They must put on the smocks, hair and beard nets, and wash their hands prior to entering the clean manufacturing area. There are hourly in process inspections during the assembly and packaging processes. At assembly, there were 156 hourly inspections of 30 pieces each. Part of that assembly batch was then used to produce the packaging batch 9002667 (p/n 305207). There were 35 hourly inspections of 50 pieces each during packaging process. This is the first foreign matter defect that has been reported for this sku and batch. As a result, bd verifies this is an isolated occurrence. It is difficult to determine the potential root cause of the foreign matter observed in the photo and described in the customer¿s report provided to bd. It is possible the foreign matter was inadvertently introduced to one of the components, such as a stopper or a barrel during material handling prior to the assembly process from one of the associates¿ clothing or during a machine adjustment. However, since the foreign matter was discovered after the product was manipulated, it is possible it was introduced through other components, such as needles, medication, etc. During product¿s manipulation as well. Based on all the available evidence at this time, it is not possible to determine with certainty whether the fm originated at the syringe manufacturing plant or was introduced during product¿s manipulation from other sources. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe oral 1 ml amber had foreign matter inside the barrel. This was discovered before use. The following information was provided by the initial reporter: post filling contamination was noted inside the barrel of one of the syringes, this has since been identified as human hair.